Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap sigmoidectomy, the tissue pad was detached off outside the patient when it was cleaned. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.